Manufacturer narrative:
(B)(6).

Event description:
It was reported that the balloon ruptured. A ranger paclitaxel-coated pta 4.0mm x 100mm x 80cm balloon catheter was selected for use to treat superficial femoral artery stenosis for endovascular therapy. The procedure was being performed to treat 95% stenosis, and the target lesion contained severe calcification and moderate tortuous severity. The physician inserted the catheter, and upon treatment of the area the balloon ruptured with a single inflation at 6 atm for two seconds. The catheter was removed as intended with no visual observation of damage to the balloon. The procedure was able to be completed successfully using another ranger device without sequela.